Manufacturer narrative:
The issue was resolved for the customer by advising the customer on proper usage of the surface

Event description:
It was reported the mattress was sliding off the litter while a patient was on the device. No adverse consequences or clinically significant delays in treatment were reported.

Event description:
It was reported the mattress was sliding off the litter while a patient was on the device. No adverse consequences or clinically significant delays in treatment were reported.